Event description:
It was reported that there was a charger failed error on boot up. This error may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the battery charger. The system operates as intended.